Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an unresponsive button or keypad and a power loss alarm on the insulin pump. Customer stated that she took the battery out when she ran out of insulin. Customer stated that she removed the battery from the pump for 4 days as the pump was telling her that her reservoir was low. Customer mentioned that she is getting used to the infusion set and some trouble. Customer stated that when she put the battery back in, the pump got stuck on the medtronic screen. Customer stated that there was no response from any button. Customer was able to clear the pump errors, power loss alarm, and program the pump. Customer updated the time and date setting. Customer stated that the pump was without battery for days and this was explained to be normal pump behavior. Customer was advised to monitor the pump.